Event description:
It was reported that during a single level unilateral kyphoplasty procedure at l4, 1.5 cc of hvr cement was injected and appeared to extravasate anteriorly. It was confirmed that cement extravasated beyond the vertebral body into the adjacent disc level. According to the report, the physician was "not concerned about the cement leakage causing any adverse event in the patient" but it "was not aesthetically pleasing." No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).